Manufacturer narrative:
Investigation details: as received, it was observed that the seal is inside the loader. Visual inspection verifies that the delivery device is not properly loaded inside the loader. The reported observation is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal remained inside the seal loader as the user removed the delivery tube. The second seal was used with the same result. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal.